Manufacturer narrative:
Device not received. No evaluation will be performed. If the device or additional information is received, a supplemental report will be issued.

Event description:
In 2006, the pt had a t2 nail implanted. The following year, the surgeon found that the two screws had backed out of the nail. The surgeon went back in and tightened the screw.